Manufacturer narrative:
Ventec further evaluated the removed cough assist valve, observing evidence that its linear actuator endcap epoxy had failed. Based on this new information, ventec has determined that the root cause of the reported issue was that the cough assist valve¿s linear actuator endcap epoxy had failed, resulting in the torn poppet ring.

Event description:
It was reported to ventec that the device continuously reboots by itself. In this condition, the device would be inoperable. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. An internal inspection of the device was performed which revealed that the cough assist valve's poppet had a torn rubber ring.  Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cough assist valve's poppet had a torn rubber ring.